Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and could not duplicate the reported event. While testing the ventilator there were no alarms or error codes. The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator became inoperative and the safety valve opened which indicates a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.